Event description:
Boston scientific received information that during the implant procedure, the helix on this right atrial (ra) lead became stuck and could not be extended. A tool was used to force the helix to extend; however, the helix only extended partially and when the lead was connected to the device, the pacing impedance measurements were high and out-of-range. The lead was suspected to be damaged, so the lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched, with dried blood observed in the helix housing. Testing confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.